Event description:
It was reported that the pt received a durom hip generic on an unknown date on the right hip and underwent a revision surgery on (B)(6) 2013 due to loosening, pain, deterioration and metal wear.

Manufacturer narrative:
The manufacturer did not receive the explanted devices for review. As neither article nor lot number is known, the review of the quality records could not be performed. Since the implant date is unknown this case will be treated as a complaint related to the issue for which zimmer implemented a correction in july 2008. While a cause for this specific clinical event cannot be ascertained from the information provided, the common clinical presentation and the date of the original implantation suggest that this case is related to the issues for which zimmer implemented a correction in july 2008 as referenced. Should additional information become available and/or the devices be returned for evaluation and an investigation result be available, that changes this assessment, an amended medical device report will be filed. The need for further corrective measures is not indicated at this time and zimmer (B)(4) considers this case as closed. (B)(6).